Event description:
Complainant alleged that while attempting to treat a pt, the paramedic received an unintended delivery of energy while charging the device to shock. Complainant did not indicate that there was any adverse effect to the paramedic due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.